Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: d4 model#, additional unique device identifier (UDI) #.

Event description:
It was reported that an ilet user experienced an occlusion alarm while using an infusion set and, without access to replacement supplies, disconnected and shut down the ilet and transitioned to backup therapy for the remainder of their trip. Symptoms included no reported adverse clinical effects and stable blood glucose while on backup therapy. Outcomes included temporary discontinuation of device use and continued therapy on an alternative regimen. Investigation included complaint intake, user troubleshooting and education, and assessment of insulin delivery interruption consistent with an occlusion. Investigation of this case revealed that the occlusion resolved only with a supply change, which was not available to the user at the time. It was concluded that the event was consistent with an infusion set occlusion resulting in interruption of insulin delivery, with user-managed mitigation through backup therapy and no reported injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.